Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultrasafe x100lg2xl png blue tint safety mechanism was prematurely deployed before use. The following information was provided by the initial reporter: after opened mircera 50 mcg box the prefilled injections was trigger for the safety mechanism was prematurely deployed.

Event description:
It was reported the bd ultrasafe x100lg2xl png blue tint safety mechanism was prematurely deployed before use. The following information was provided by the initial reporter: after opened mircera 50mcg box the prefilled injections was trigger for the safety mechanism was prematurely deployed.

Manufacturer narrative:
G3: report source: distributor and foreign h.6 investigation summary: confirmed: reported condition was observed at bdm-ps.